Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed and the receiver failed audio test. The speaker was measured and found to have high resistance. The customer complaint of intermittent audio output was confirmed, and the root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.